Event description:
It was reported that during an implant procedure the screen of the programmer froze and the touch pen was not functioning. The programmer had to be turned off and on in order to resolve this issue. During the start up of the programmer an error code and the message "remove object touching screen. Turn programmer power off and then on" was displayed. After this event every time the programmer was turned on it had the same sequence of messages and the programmer does not initiate. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm stated reason for return and it was attributed to the touch screen being cracked which generated the error code indicating that an object needed to be removed from the screen, and additionally noted that the stylus was missing. The touch screen assembly and stylus were replaced, the touch screen calibrated, new software installed and the device cleaned. The device then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.